Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0gds4, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va0gds4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported a few months after the implantable neurostimulator (ins) was put in when the patient would turn on the ins they felt a jolt or shock for a few seconds. They would turn it off when they went to sleep. Gradually the jolt or shock seemed to get stronger and it was very uncomfortable but only for a few seconds. When they turned off the ins they felt something slightly similar to the jolt when it¿s turned on. It was stronger as they increased it and it was stronger when they had it off for a longer period of time. They couldn¿t turn it up or down they could only turn it on and off. Additional information received reported they mainly felt it in their right arm mostly. The patient was unsure whether the sensation would change when their arm was in different positions. It was confirmed that the patient did not have access to increase the voltage and that his voltage was set to 2.4v. Two days later it was further reported the patient did have a 50% or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. The device was reprogrammed and they changed it from monopolar to bipolar stimulation without side effects. No other troubleshooting was performed. The patient recovered without permanent impairment.